Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels too high to be read by the glucose meter. The customer was bolusing and giving manual injections, but the customer continued experiencing high blood glucose levels and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. It was also stated that the insulin pump had scratches on the screen. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.